Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), pregnancy with contraceptive device ('pregnant') and abortion spontaneous ('lost baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abortion spontaneous (seriousness criterion medically significant), vitamin d deficiency ("d deficiency") and adenomyosis ("anedomyosis"). The patient was treated with surgery (laparoscopic vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous, vitamin d deficiency and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, medical device removal, pregnancy with contraceptive device and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: vitamin d deficiency, medical device removal, pregnancy with contraceptive device, abortion spontaneous and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case (B)(4) was duplicate of this case (B)(4) therefore this case (B)(4) was marked for deletion. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), pregnancy with contraceptive device ('pregnant') and abortion spontaneous ('lost baby') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abortion spontaneous (seriousness criterion medically significant), vitamin d deficiency ("d deficiency") and adenomyosis ("anedomyosis"). The patient was treated with surgery (laparoscopic vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous, vitamin d deficiency and adenomyosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, medical device removal, pregnancy with contraceptive device and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: vitamin d deficiency, medical device removal, pregnancy with contraceptive device, abortion spontaneous and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. This case became incident. New events added- medical device removal, pregnancy with contraceptive device, abortion spontaneous and adenomyosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.